Event description:
It was reported the patient developed psychosis in (B)(6) 2013. It was stated the device was turned off two weeks previous because it was thought that stimulation was 'worsening' the patient's psychosis and delirium symptoms. It was noted that there had been a 'slight, but not dramatic' improvement of those symptoms while stimulation had been off. It was also indicated the patient's tremors returned with the device being off. In addition, it was noted the patient was taking 'large amounts' of medication for parkinson's disease. It was unclear if the combination of stimulation and medication was affecting the hallucinations the patient was having. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# unknown, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# unknown, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).